Event description:
The patient was revised because of dislocation due to anterior capsular repair failed and the stem appeared to be too anteverted per surgeon.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.